Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call on (B)(6) 2018 that the insulin pump did not deliver insulin due to her forgetting to bolus the night before. Patient reported high blood glucose of 489 mg/dl and was treated with manual injection insulin pen and insulin pump. Troubleshooting did occur and problem was resolved. . Product will not be returned for analysis.